Event description:
It was reported that a revision surgery was performed due to faulty cement and mechanism.

Manufacturer narrative:
The associated complaint devices were not returned to be evaluated. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Insufficient clinically relevant supporting documentation was provided; therefore a thorough medical investigation cannot be performed. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.